Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a scratched case. No crack/broken back case noted during visual inspection. Pump was also received with unresponsive keypad. Unable to perform the self test, displacement test and keypad voltage test due to unresponsive keypad. The keypad overlay was peeled off and found no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used, the original pcba 1 was installed with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no unresponsive keypad noted. The pump was able to navigate the menu and continued testing. The pump passed the self test. No keypad anomaly noted when using a test case. Unresponsive keypad was confirmed, problem isolated on the keypad assembly. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a pillowing keypad overlay. Cosmetic damage at the back was not confirmed, however, other cosmetic damage was noted. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unresponsive keypad was confirmed, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.